Event description:
The customer reported that the system would freeze during the boot up process. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power motor control board needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.